Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on an unknown date and an unknown mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was also reported that request to speak to legal concerning mesh he had to have removed. Did not know name of mesh, declined to provide additional information. Refused to be transferred to cq. Call transferred to legal. No additional information was provided.